Event description:
While attempting to defibrillate a pt the device displayed a "poor pad contact" message. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction. This report is a similar event to the malfunction reported on medwatch 1220908-2005-00860.